Event description:
It was reported that device failed to expand occurred. The target lesion was located in the severely tortuous and severely calcified iliac artery. An 8x60x120 epic stent was selected for use. Prior to procedure, the radial force was not enough to treat the lesion. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the reference vessel diameter of the treatment area was 8mm. The stent was fully deployed. Also, the stent was not fully aligned to the vessel wall and was not considered sufficient due to severe calcification and tortuosity. There was additional intervention performed.

Manufacturer narrative:
B5: updated with additional information received through the good faith effort (gfe) process.

Event description:
It was reported that device failed to expand occurred requiring additional device. The target lesion was located in the severely tortuous and severely calcified iliac artery. A 8x60x120 epic stent was selected for use. Prior to procedure, the radial force was not enough to treat the lesion. The procedure was completed with another of the same device. There were no patient complications as a result of this event.